Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.

Event description:
It was reported that during treatment, the renasys touch device had a charging problem, which caused the patient to stop the therapy until a back-up device was delivered. Treatment was completed with the back-up device.

Event description:
It was reported that charging problem were found which caused the patient to stop therapy.